Manufacturer narrative:
Concomitant products: 5568-53 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device for detection of what appeared to be supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.